Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with a1 patient identifiers for the following systems: (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 64 mg/dl on active meter (system 1), and 112 mg/dl on performa meter (system 2). No death or serious injury reported. Performa strips are not available for return; replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.